Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire scs system was explanted and replaced with a drg system. Effective therapy was restored post operatively. The investigation was unable to determine the lead that attributed to the issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000119933. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.